Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to a hospital. A nephrologist was consulted, and had diagnosed the patient with acute renal failure. The patient also suffers from severe dementia. The physician wanted the pump "off" or "turned way down" because he could not find any reason for the patient to be in renal failure except for his pump medication. The patient's physician wrote an order to have the patient's pump turned down to a minimum rate that evening of (B)(6) 2011. On (B)(6) 2011 at approximately 7:00 pm, the physician's requested changes to the pump were conducted. A print out of the change was reviewed with the nursing staff, and left to be included in the patient's chart. The patient's pump medication was dilaudid (5 mg/ml, at .99mg/day) according to the pump print-out. The patient's status or outcome was not reported. Additional information has been requested, but was not available as of the date of this report.